Event description:
On (B)(6), customer reports monitors were not communicating at the start of day. They were unable to start the system to perform the day's scheduled procedures. Facility does not have back-up capabilities. All scheduled procedures were rescheduled.

Manufacturer narrative:
Field service engineer (fse) went on site (B)(4) and found the generator console would fail to initialize, and a "boot failure" error was appearing at power up. Fse troubleshot and replaced the software flash in the generator console and performed touchscreen alignment. Fse verified proper operation per the hut dr service manuals and completed system checkout per service checklist. Unit passed checkout procedures and was returned to full service by the customer.